Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 had failed to open and not detected on the bus. The customer tried to reboot but the issue didn¿t resolve. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawers field service engineer (fse) guided the user to power off the machine for 10 minutes and then reboot, after which the drawer¿s regained connection and functionality was restored. No further investigation was required. The system functioned as intended after the field service engineer guided the user to resolve the issue.